Event description:
It was reported that a patient with ventricular tachycardia did not receive therapy right after device implantation. Programming changes were made and the patient is in stable condition.

Manufacturer narrative:
.